Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2011 after the use of the product.

Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR number 1225714-2013-01831.

Manufacturer narrative:
This is one of two device reports related to this event. Associated MFR report numbers are: 1225714-2013-01831 and 1225714-2014-01832 add'l info has been requested and will be submitted upon receipt accordingly.